Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi 8015 error code 120.4610. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: 8015 sn: (B)(4) customer wanted to know how to clear this error code 120.4610. : case resolution: I explain to the customer that she may needed to replace the battery, and I also informed her that if the error code reappear, then she would needed to replace the power supply board. I also explain to the customer that she was getting this error code because the processor charge current is to low. She said ok and ended the call. (B)(4).